Manufacturer narrative:
The exact date of the event is unknown, event occurred in (B)(6) 2019. Explant date: (B)(6) 2019. Additional suspect medical device components involved in the event: product family: infinion 16 lead kit 50 cm, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 16331373.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted devices was discarded.